Event description:
It was reported that due to pt movement during an image pasting acquisition series on a definium 8000, pasted images overlapped; leading to incorrect diagnosis and unnecessary surgery to correct a misdiagnosed cracked spinal rod. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.